Event description:
Began wearing allevyn gentle border foam dressing on (B)(6) 2026 (2 days), 24 hours per day. Dressing was changed every 12 hours. Patient is allergic to latex and band aid adhesives. Presumably, the adhesive was creating an adverse reaction and rash. Perhaps it is the foam?? Removing the allevyn dressing and replacing it with only a gauze alleviated the rash within a few hours. [Note: previously, band aid adhesive left on for one week took 6 months to heal]. Open wound that was packed with gauze.